Manufacturer narrative:
A visual and functional inspection prior to the repair showed that the product had a dent in the head. This caused that the push button of the back cap stuck in, interfering with the inner moving parts, causing high friction and hence heat up of the head. Root cause for a dent is a strong external force, e.g. A drop of the product. It was also found that the ball bearings of the head drive and the chuck system have been worn out. This lead to a too high power consumption. Root cause is the normal wear process. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the push button during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
During a call with the dental office the dental assistant supplied following information: around middle of (B)(6) 2018 during a filling procedure to left upper tooth, patient was burned on left cheek. Burn diameter is approximately size of handpiece back cap. No ointment or medications give to child for burn. Office does not recall the patient name to pull file, hence information above is what could be recalled.